Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a live demo ureteroscopy with laser lithotripsy procedure, the demo flex xc was shot with a laser by the surgeon, rendering the scope defective and unusable. There is no image, and the scope cannot be sterilized. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: as the product was not available for examination, the customer's description was used to analyze the fault. Following the customer's explanations, the laser probe was activated in the working channel or near the distal end, resulting in the endoscope being damaged and having to be replaced. The correct handling when using hf electrodes or laser probes is explicitly pointed out in the IFU. For this reason, a user misuse error is to be assumed which led to the missing image. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. Handgrip, housing, are in good condition. Slight scratches and wearing marks. By activating the laser in the working channel, the distal end, the working channel, the vertebrae, the distal control wire, the sensor and the angle cover were damaged. Poor picture quality, tested with tc301 sn (B)(6). The angel cover was cut open during the evaluation. The error described by the customer " no image" could not be confirmed, but the quality of the image is bad. The reason for the poor image quality is the damaged sensor which was damaged by the triggering of the laser in the working channel. For this reason, a user misuse error is to be assumed which led to the image error. The event is filed under internal karl storz complaint ID: (B)(4).